Event description:
It was reported that during a follow-up, noise was observed. Hence, the lead was explanted. Lead damage was observed on outer insulation.

Manufacturer narrative:
The reported field experience was confirmed. Analysis revealed an abrasion through the outer insulation at 17.4cm exposing one of the sensing cables. The lead abrasion is consistent with that produced by friction with the ICD can. The electrical characteristics of the lead were found to be normal.